Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative regarding a patient receiving morphine (10 mg/ml at 0.480mg/day) via an implantable pump. It was reported that when the hcp tried to advance the catheter through the needle during an initial system implant, they felt resistance. It was unknown if external factors were involved. They tried to remove the guidewire from the catheter, but the guidewire broke and could not be removed. The cause of the issues were not determined. They had to insert a new catheter. The issue was resolved.

Manufacturer narrative:
H3: 8780 catheter: the catheter was returned in two segments. Segment one consisted of the sutureless connector (sc) assembly, proximal segment and pin connector. Segment two consisted of the distal segment. The guidewire and needle were not returned. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing. The returned catheter passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.